Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The spouse of the patient reported that they were originally told the patient's implantable neurostimulator (ins) would last five years, but it only lasted two years. The implantable neurostimulator (ins) was replaced on (B)(6) 2016 with no related symptoms. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.